Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted setscrew marks on the terminal pin and ring as well as cuts in the insulation. The conductor coils were also stretched during the electrode tip and there was tissue entwined in the helix. Resistance testing was completed to assess the electrical performance, and the measurements throughout these tests were within normal limits. Pressure testing was not performed due to the cuts found in the insulation that were most likely induced during the implant procedure. Laboratory testing was unable to reproduce the reported clinical observations. The lead was electrically continuous.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the pacing impedance measurements were above 3,000 ohms. The lead was repositioned several times, but the pacing impedance measurement remained out of range. This rv lead was extracted and successfully replaced with another lead of the same model. No adverse patient effects were reported.